Manufacturer narrative:
(B)(4). MFR site: (B)(4). No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp) impressions: there is disruption of the medial wall of the acetabulum with displacement of the loose acetabular cup medially and medial displacement of the proximal femur. The components are dislocated. There is suspected osteolysis of the acetabulum. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Additional associated product and mdrs: unknown exceed cup MDR: 0001825034-2021-00175, unknown stem MDR: 0001825034-2021-01111, unknown liner MDR: 0001825034-2021-01114.

Event description:
It was reported the revision surgery was performed approximately one year eight months post procedure. They had removed exceed cup and replaced it by tmars system (cup and column implant).